Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings and hospitalization from the insulin pump. The customer's mother stated that her son was in the hospital for low blood glucose readings. The doctor stated that it was not wise to stop insulin delivery when the patient was low and in the hospital. The customer declined help from the 24 hour hotline.